Event description:
It was reported that the implantable neurostimulator (ins) system was removed due to infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# v828415035 implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3778-60 lot# v828740033 implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead product ID 37743 serial# (B)(4) product type programmer, patient product ID 355531 lot# n311690 product type screening device product ID 3550-39 lot# n310202 implanted: explanted: product type accessory. (B)(4).